Manufacturer narrative:
A visual inspection was performed on the returned device. The reported separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There was no damage noted to the balloon dilatation catheter (bdc) during the inspection prior to use which, suggests a product quality issue did not contribute to the reported difficulties. It was reported that the bdc interacted with the mildly calcified and mildly tortuous anatomy resulting in the reported failure to advance. In this case, it is likely that upon further manipulation during attempts to advance the device, the hypotube likely kinked and subsequently separated. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat the left circumflex coronary artery with mild calcification, mild tortuosity and 95% stenosis. During the procedure, the shaft of the 2.5x15 mm nc trek balloon dilatation catheter (bdc) failed to cross the lesion due to the anatomy and separated into two pieces at the proximal portion. The separated portion was simply withdrawn and was discarded and a new balloon was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.